Manufacturer narrative:
The device has not been received for evaluation. The device history record (DHR) for the cycler was reviewed and revealed that the product was released having met all product design and acceptance requirements prior to release. Review of the DHR for the involved cartridge was performed and no defects were found during the manufacturing of this lot. UDI number (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 regarding an (B)(6) -year-old female patient who experienced a cardiac arrest approximately 2.5 hours into treatment on (B)(6) 2018. Additional information received from the nurse on (B)(6) 2018 revealed that emergency services were contacted and resuscitative efforts were commenced. The patient was taken to the hospital where she subsequently expired later that day. The nurse stated the cause of death was cardiac arrest.